Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer went to the emergency room on (B)(6) 2019 with fever, diarrhea, and hyperglycemia. The most recent set change prior to the hospitalization was the previous day. On (B)(6) 2019, the customer experienced hyperemia in the body and petechiae in their lower limbs. On (B)(6) 2019, the customer was admitted to the emergency room again for hyperglycemia; their blood glucose was approximately 190 mg/dl at the time of admission. The physician noticed a pustule lesion on the customer's left hand. The next day on (B)(6) 2019, the customer was admitted into a different hospital due to renal failure and a need for dialysis. The customer was diagnosed with staphylococcus, toxic shock syndrome, and left gluteal cellulitis. On (B)(6) 2019, the customer was admitted into the intensive care unit for hyperemia and hardening in the lateral region of the left gluteus. Troubleshooting did not occur on the insulin pump or its consumable products. No treatments were mentioned regarding the hyperglycemia or other medical events. The insulin pump was not returned for analysis.